Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting possible loss of capture (loc) in the right ventricular (rv). The patient experienced shortness of breath and discomfort. The device remains in service. No additional adverse patient effects were reported.